Event description:
The device was used during a lung volume reduction. Reportedly, the instrument was difficult to open and the staples did not form properly. A leak occurred after reinflating the lung. The hosp has reported no pt injury occurred.